Manufacturer narrative:
(B)(4). The sample was discarded. The lot number is unknown at this time; therefore a batch review will not be conducted. If additional information becomes available, then a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was not confirmed due to a lack of sample. The cause was not determined. A labeling review found the patient at home guide to be adequate for the for the probable causes of the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted baxter's technical service center reporting a system error (se) 2240 (air in the set) during drain 1 on the home choice (hc). The technical service representative (tsr) explained the alarm. The tsr instructed the caregiver (cg) to end therapy and call the registered nurse (rn) in the morning. The tsr assisted the cg with ending therapy. Product surveillance contacted the caregiver (cg) on (B)(6) 2011 regarding the system error 2240 alarm. The home patient (hp) resumed therapy using new supplies. The hp did not follow up with his peritoneal dialysis nurse (pdrn) regarding the alarm. There was patient involvement. No patient injury or medical intervention was reported.